Event description:
Related manufacturer report number 3006705815-2022-01327. It was reported that the patient was unable to set their ipg to MRI mode. It was found that one of the leads had high impedances. In turn, surgical intervention may take place to address the issue. Note: as it is unknown which lead had high impedances, both are being reported.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information revealed that one of the leads was fractured. In turn, patient underwent surgical intervention on (B)(6)2022 wherein the lead was explanted and not replaced. Patient currently has one lead implanted.

Manufacturer narrative:
H6: adverse event problem - updated device code to reflect fracture. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.